Event description:
Customer reported via phone call that they have a keypad anomaly. The blood glucose reading is 152 mg/dl.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.